Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high threshold at 2.75 v, 0.5 ms and low sensing at 1.5 mv. The lead was replaced.